Manufacturer narrative:
Investigation: a total of 69 sealed packaged 5ml syringes were received, confirmed to be from batch #9060905 (p/n 309646). They were visually evaluated. 67 syringes had completely blank barrels with no printed scale markings. 2 syringes had fully printed normal scale markings with no defects. Machine logs indicate marker issues during production of this batch. Marker adjustments were recorded to correct issues. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for blank barrels is likely associated with marker adjustments due to issues found during the marking process. Corrections took place at the time issues were discovered during the manufacture of this batch. It is possible that during adjustments incomplete containment of blank barrels allowed a limited number to get mixed in with the good product.

Event description:
It was reported that scale markings are missing with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: it was reported that some of the syringes are missing measurement markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings are missing with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter: it was reported that some of the syringes are missing measurement markings.